Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Section other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-jun-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient's device was implanted in 2012 and was removed a week after it was implanted ((B)(6) 2012) because it was contaminated. The patient almost died because of the implanted device because the doctor said it was contaminated and it infected their whole body. There were no further complications reported at this time.